Manufacturer narrative:
(B)(4) .

Event description:
It was reported that lead noise, decreased r-waves and loss of capture were observed. Possible emi was suspected. Further testing was recommended. Subsequently the lead was explanted.